Manufacturer narrative:
Medical device expiration date: na. (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 2009536. A review of risk management (B)(4) revision 14 indicates that the potential risk of this specific reported incident (syringe, label information missing) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing, ¿due to this batch being produced in 2012 and files are retained for 7 years, no DHR review can be completed¿ investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had no expiration date. This was discovered before use. The following information was provided by the initial reporter: material no:328411, batch no: 2009536. It was reported that a hcp found an open bag without the expiration date on the bag. Verbatim: hcp reported found open bag without exp date on bag. 6 syringes within this open/expired bag. It was determined this bag was expired from the lot # provided. Health care professional noted this product was for educational use only and not on a patient.